Event description:
The lay user/pt contacted lifescan in march 2006 and alleged that her fasttake meter was reading inaccurately high. The medical affairs spec. Was unable to reach the pt via phone after several attempts. A letter was also sent to the address provided. The pt had received a result of 110 mg/dl on the reported meter. She was experiencing low symptoms (sewaty, clammy, and very dizzy) during the time she tested on the meter. Following the use of the meter, she ate food and/or drank beverage. She was taken to the hosp. Due to not feeling well and she was given juice there. The hopspital meter result is not provided. She was monitored at the hosp. And was advised by the doctors that her meter may be reading inaccurately. At the time of troubleshooting, it was verfied that the meter was in the correct unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good congition and within the expiration date. However, the pt did not have control solution and therefore, a quality control check could not be performed. Although the pt's blood glucose result at the hosp. Is not provided, and her medication regimen is not known, this complaint is reported because the meter gave her a normal result while the pt was experiencing hypoglycemix symptoms and was treated for hypoglycemia at the hsopital. The lay user/pt was sent a one touch ultra system kit.